Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days and had normal operating currents. No unexpected battery out limit alarm was noted. The insulin pump passed the self test and off no power test. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No unexpected alarm clear anomalies were noted. No moisture damage was found on the electronics, motor, battery tube, or vibrator. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's cousin reported via phone call indicating battery out limits and button error on the insulin pump. The customer's blood glucose was 117 mg/dl. The cousin stated that they went to put insulin in the pump and the numbers kept scrolling. The cousin stated that she took out the batteries for a while and now the pump alarmed battery out limit and none of the buttons are working. The customer stated that the battery was not out of the pump greater than duration allowed by the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.